Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The customers guidewire was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035" guidewire with no resistance or issues experienced. No issues were identified that could have contributed to the complaint incident. A visual and tactile examination identified that the tip of the device had been pulled into the blue outer which is consistent with the physician applying excessive tensile force to the delivery system. No other issues were identified with the delivery device which could potentially have contributed to the complaint incident. The device was received with the stent fully mounted onto the delivery system. The investigator successfully deployed the stent experiencing no resistance. The stent cups and holder were undamaged. A visual and microscopic inspection identified damage to the distal stent wires. Blood was identified on the deployed stent and delivery system. A microscopic examination identified no issues with the tip of the device. A visual and tactile examination identified no issues with the shaft of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2018. It was reported that difficulty tracking over the guide wire occurred. A 16x60/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, a .035 guide wire had difficulty crossing through the distal end of the wallstent. The procedure was completed with another 16x60mm wallstent. No patient complications were reported. However, returned device analysis revealed stent damage.